Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during infusion. It was observed that the device did not finish infusing the expected medication dose (only infused 1/3 of the way through the bladder volume). The device was filled with fluorouracil hs (accord) 3912mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.